Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch select simple meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. A patient reported blood glucose results of "116 mg/dl" with the subject meter and "58 and 65 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs's criteria for accuracy. The patient manages his diabetes with januvia pills (50 mg at night) and carbophage pills after meals (amount not specified). It is not known if the patient made changes to his usual diabetes management routine. After the start of the alleged issue, the patient claims he felt a symptom of "giddiness." The patient allegedly contacted his physician over the phone and was given advice. The patient took sugar per the advice of his physician and felt better about 3-4 hours later. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.